Manufacturer narrative:
Merge support has notified the user of a workaround and is continuing to review and investigate the issue to determine what additional corrections and corrective actions may be necessary.

Event description:
Merge (B)(4) is a complete system for ordering, managing, and reporting a patient's laboratory work, from the time of order entry to the time the laboratory results are reported. On (B)(6) 2016 a customer called into merge support alleging that the manual override flag for toxicology is no longer functional. The inability to manually override the inconsistent/consistent flag from the worklist in merge lis may hinder users from being able to ensure manual review modification on test result reports. This could lead to a potential mis-diagnosis or mis-treatment of a patient. Customers with version 4.1.4 can add a result comment on the report instead of manually overriding the inconsistent/consistent flag. (B)(4).

Manufacturer narrative:
Merge healthcare corrected an lis software deficiency in which the manual override flag that was built to give a toxicologist the ability to override a consistent / inconsistent result was not working. Previously, the software allowed the user to change the flag using the drop-down list, but when the user saved unverified or verified the results, the flags reverted to its original setting, resulting in incorrectly flagged results. The deficiency was corrected in merge lis software version 4.1.5 released april 29,2016. Merge lis v. 4.1.5 release notes documents that this issue is resolved under release 4.1.5, resolved issues section, ID (B)(6). Customer was upgraded to the fixed version 4.1.5 patch 1 on august 16, 2016. Revised information contained in this supplement report includes the following: d3: updated manufacturer contact name. G1-2: updated office contact name. G4: date new information received by manufacturer (corrected software release date). G7: indication that this is follow-up report 001. H1: indicated that type of reportable event is a malfunction. H2: indication that the follow-up type is additional information. H10: indication that additional manufacturer information is contained in this follow-up report.